Manufacturer narrative:
Updated annex b code

Event description:
It was reported that pump displayed malfunction alarm and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeat malfunction, and was advised to continue using pump and call back if any further malfunction alarms occurred.